Manufacturer narrative:
D10: 180-01-56 - nv crown cup clstr hole 56mm group 3: (B)(6), 122-65-30 - 6.5mm acetabular bone screw 30mm: (B)(6), 138-36-53 - nv gxl lnr, 10 deg face, 36mm ID, grp 3 cup: (B)(6), 142-36-00 - cocr fem head 36mm +0 offset 12/14: (B)(6), 160-70-15 - nv cemented plus std size 15: (B)(6), pc-15 - stem centralizer 15mm: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total hip replacement on the right side. Approximately 48 months post-operatively, the patient was putting on his pajamas when his right leg got caught in them, causing him to lose his balance and fall on his right hip. This resulted in a right periprosthetic femur fracture, which was treated with open reduction internal fixation and medication. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A review of complaint history determined that no further action is required as no trends were identified. The reason for the surgery reported was likely due to a periprosthetic bone fracture. The cause of the bone fracture cannot be conclusively determined but may be related to a patient condition or a traumatic event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.